Manufacturer narrative:
Medtronic evaluated the device and observed both the charge pak icon and the attention icon are active. The device would power on but not remain on. The stored device data was retrieved and evaluated. The record indicated the charge pak icon was activated at sometime prior to 06/05; the charge pak was depleted. The device data indicated the hlc battery depleted on 10/01/05. Root cause for the noted discrepancies could not be determined. The customer was provided with a replacement device.

Event description:
Out of box failure. The customer reported that when the box was opened the charge pak icon was activated.